Manufacturer narrative:
Additional MDR's associated with this article: 3025141-2019-00046: case 1; 3025141-2019-00047: case 2; 3025141-2019-00049: case 4; 3025141-2019-00050: case 5; 3025141-2019-00051: case 6; 3025141-2019-00052: case 7; 3025141-2019-00053: case 8; 3025141-2019-00054: case 9; 3025141-2019-00055: case 10; 3025141-2019-00056: case 11.

Event description:
Following implantation of an acutrak screw, the patient developed post traumatic arthrosis. No revision surgery was required. Case 3. From: article: open reduction and internal fixation of capitellar fractures with headless screws. Ruchelsman, david e.; tejwani, nirmal c.; kwon, young w.; egol, kenneth a. J bone joint surg am. 2008; 90:1321-9.